Manufacturer narrative:
The product analysis result indicates that mainframe was received in good cosmetic condition. It has the most recent software version. Customer's complaint could not be confirmed. The device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device stopped during the medical intervention, so the operation was interrupted. There was patient injury.